Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs and performance testing confirmed the device failure to recognize the power source and failed to charge the battery. The investigation determined that the reported device failure was due to a defective dc cable connecting the rpsii to the astral device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to recognize an external power source. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Note: the reportable event occurred outside the us and during a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error.. (B)(4).

Event description:
It was reported to resmed that an astral device failed to recognize an external power source. There was no patient injury reported as a result of this incident.